Event description:
Emt's responded to a person described as in full cardiac arrest. The pt was connected to the device and the analyze button pressed. The pt was shocked once with the device in semi-automatic mode during several analyses that advised no shock. Paramedics arrived and administered several shocks manually with the device. A backup defibrillator was immediately used and the pt transported to the hospital emergency room where death later occurred. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt.the reporter based their opinion on the attending paramedic's assessment of the pt's viability and the immediate availability and use of a back up defibrillator. Upon reviewing the device event cassette tape, the facility is questioning why the device did not shock what they state is a shockable rhythm.

Manufacturer narrative:
In an evaluation of the device by the local physio-control service rep, a complete functional test was performed and proper operation was observed. Also, based on an evaluation of the event summary cassette tape by physio-control, proper operation of the device was concluded.